Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 550 mg/dl. Cause was not known. Reportedly, due to the elevated bg, the customer required assistance from emergency medical technicians in administering a correction injection to address the bg. Customer reverted to an alternate form of insulin therapy.